Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent undersensing of atrial arrhythmia on current electrocardiogram (ECG). The right ventricular (rv) lead exhibited intermittent ventricular oversensing on recorded ventricular high rate episodes. Both leads remain in use. No patient complications have been reported as a result of this event.